Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received alleging that the patient suffers from constant pain and excessive levels of chromium cobalt. Update rec'd 8/12/2015: patient was revised for pain.